Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 500mg/dl. Customer found that the high was due to a bent cannula. Troubleshooting advised customer on proper insertion and customer indicated the infusion set has been changed. Customer declined further high blood glucose troubleshooting.